Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and inspected. The complaint can be confirmed. Saline residue was found inside the suction tubing, and the face plate was found unattached which indicated that the device was in used condition. The reported active metal tip broken was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. We cannot determine a specific root cause for the failure. The CAPA has been closed due to a number of process improvements and design changes. The lot number of this device indicated that it was manufactured after the design change was implemented. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via cst that during a knee arthroscopy, it was observed that the tip of the 3.5 vapr hook electrode came off as the surgeon pulled the probe out of the knee joint. There was a two minute delay as the broken piece was removed with an arthroscopic grasper. The case was successfully completed without further surgical intervention as several probes were readily available. There was no patient consequence. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.